Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the tubing got caught on a shopping cart and pulled the patient line out of the cartridge. The user's blood glucose level was 148 mg/dl. Reportedly, the user would revert to manual injections until they get home to change out the cartridge.